Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: b4, b5, d4, g3, h2, h4, h6. Reported event was unable to be confirmed as the product was not returned. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined with the limited information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that a total knee arthroplasty was performed with rosa knee and when removing a fixed fluted pin, the tip part broke and it remained in the patient body. The surgeon decided not remove the tip with his discretion based on the risk to remove. It was noted that there is no harm or impact to the patient due to the fractured pin remaining and the patient is not experiencing any post operative pain. No additional information available.

Manufacturer narrative:
(B)(4). G2: foreign: country: japan. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The remaining part of the pin was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.